Event description:
Acry sof iq lens implant model sn60wf for lens replacement for cataracts in both eyes resulted in severe photophobia one (B)(6) 2010 and left eye on (B)(6) 2010 have not resolved as of this date. Pt cannot watch (B)(4) or use computer and must wear solar glasses at all times when outside.